Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirted out during priming. Customer's blood glucose level was unknown at the time of incident while the other blood glucose level ranges from 60 mg/dl to 275 mg/dl. Customer stated that insulin pump rejected new batteries. Failed battery alerts and unexplained no delivery alerts. The insulin pump will not be returned for analysis.